Manufacturer narrative:
No parts were returned for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used for a sacroiliac and thoracolumbar procedure. It was reported that during a case, the image acquisition system (ias) required a motion calibration as a confirmation spin was being taken. The ias went into standalone mode. The system was moved away from the patient and a different system was used to take the confirmation spin. There was a 20 minute delay and no reported impact to patient outcome.